Manufacturer narrative:
Radiographs were received and the event was confirmed. The implant remains in-situ. No revision surgery has occurred. The root cause is unknown; however, it may be the result of a possible non-union at l3-l4. No further investigation can be conducted at this time. Review of labeling notes: potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation, nonunion or delayed union..." Warnings, cautions and precautions: "these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
Patient underwent a lateral interbody fusion procedure at l3-4 on (B)(6) 2016. A peek interbody cage was implanted with additional fixation hardware. In addition, a bone graft was placed inside the cage and in the posterior lateral gutters. One year after index surgery, radiographs indicated l3-4 had not fused and the cage migrated anteriorly. The patient reported severe pain. No injury was reported.

Manufacturer narrative:
Received additional information indicating patient underwent a revision surgery. During the revision surgery it was confirmed the anterior longitude ligament (all) was not compromised. Product has not returned for investigation.